Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the buttons on the insulin pump stopped working. Customer stated that they are unable to clear the alarm and that the insulin pump may have been exposed to moisture from perspiration. Customer's blood glucose reading at the time of the call was 6.4 mmol/l. No further information reported.